Manufacturer narrative:
H.3. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process. H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2018, a customer reported getting low total area (optimal range 700-3000) on patient samples with the g8 instrument. The customer reported that quality controls had high total area. The technical support specialist (tss) advised the customer that it was possible that too much blood was being manually added or that the pipette being used needed to be calibrated. The customer had three (3) whole blood specimens with low total areas at 374, 261, and 489. The customer agreed to replace the sampling needle assembly and monitor chromatograms for total area flags. On (B)(6) 2018, the customer reported that after replacement of the sampling needle assembly the total areas from whole blood samples from a tube were <500 and qc diluted from a cup were >2000. The customer verified that waste line tubing was not backing up. The tss instructed the customer to run whole blood samples while watching the internal dilution taking place and there was no overflow from the waste well going into the dilution well at all, but whole blood samples were still obtained total area of <500. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a.

Manufacturer narrative:
Device evaluation by manufacturer: on 19-mar-2018, a field service engineer (fse) found the back plate of the rheodyne valve was broken on the injection valve. The fse replaced the rheodyne valve. The fse then proceeded to ran calibration, quality controls (qc), and precision; all passed. The g8 instrument was performing within specifications. No further action was required. On (B)(6) 2018, the customer reported and reported that the low total area issue reoccurred. Upon arrival on-site the fse tightened the drain valve and ran five (5) patient samples two (2) times without any errors. The fse removed the covers and watched the instrument operate and did not see anything that would cause the low total area. The customer started running quality controls and 50 patient samples without any errors. The fse inspected the injection valve and noticed that the hex bolts seemed over-tightened. The fse untightened the hex bolts. The g8 instrument was operating within specifications; no further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number: (B)(4) from 14-feb-2017 through aware date 14-mar-2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is 500 which can be seen in severe anemia. Results will not be reported if the ta is 4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported event was due to the rheodyne valve on the injection valve. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.